Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer continued to use the pump for insulin therapy. Additionally, it was reported that intermittent occlusion alarms occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues were verified. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.